Manufacturer narrative:
It was reported that the patient underwent gynecological procedure and mesh was implanted along with the concurrent procedures anterior & posterior repair, bilateral sacrospinous ligament fixation with ivs tunneler device due to symptomatic apical vaginal vault prolapse, cystocele, rectocele, enterocele and stress urinary incontinence. It was reported that the patient had an ivs tunneler device implanted on (B)(6) 2005 along with meshes. It was reported that the patient underwent revision/removal of meshes on (B)(6) 2006. It was reported that the patient underwent revision/removal of ivs mesh on (B)(6) 2007 with reconstruction of vaginal vault. It was reported that the patient underwent excision of vaginal mesh on (B)(6) 2010, along with enterocele repair.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2005 and mesh was implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
.

Manufacturer narrative:
(B)(4). It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2005, and a mesh was implanted. It was reported that the patient underwent a cystoscopy and eua on (B)(6) 2009, due to pelvic pain, mesh protrusion at the apex. No additional information was provided.